Event description:
It was reported that the patient was having surgery to reposition the generator on (B)(6) 2009. Physician stated that diagnostics were performed before and after the surgery which revealed the end of service (eos) projection was 10 years. While patient was in recovery later that day, the generator was reinterrogated and showed eos projection of 10 years. The patient then swiped the magnet a few times and the device was re-interrogated. Upon interrogation following magnet swipes, they received a message saying "vbatt less than threshold". They also saw that the eos projection was now 0 years. It was then reported that on (B)(6) 2009, the physician was unable to establish communication with the generator using two separate programming systems and the patient was not feeling stimulation. Patient was seen again on (B)(6) 2009 at which time the device was interrogated and the eos projection was 10 years. At this time, there are no interventions planned as the device appears to be working. Reporter stated that monopolar cautery was used to re-open the patient's chest incision during surgery. Cyberonics labeling cautions that electrocautery should not be used during surgery as it may compromise the generator's battery life.

Manufacturer narrative:
Analysis of programming history.